Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support (cts) instructed the caller on the correct method to press the button and determined that the pump was in warranty. Due to the persistent issue, cts arranged to replace the pump, confirmed the shipping address, and provided instructions for returning the problematic pump using a pre-paid label. The caller was informed to allow the pump's battery to fully deplete before returning it and acknowledged all instructions given.